Event description:
During cavity evaluation, the mammosite cavity evaluation device separated from the shaft. The physician was unable to retrieve the balloon from the lumpectomy cavity. Patient was scheduled to have the balloon removed and replaced with the mammosite balloon catheter.

Manufacturer narrative:
The patient completed treatment successfully without complications.